Event description:
The company was notified that the patient experienced intermittencies followed by a loss of lock between her external equipment and implanted device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Surgery to explant the patient's device will be scheduled.